Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) indicated for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that impedances were measured during an ins replacement and electrodes 9, 11, and 13 were around 13,000 and everything else was greater than 40,000 on both the ins and multi lead trialing cable (mltc). They were not prepared to replace the leads so they will connect the leads to the new stimulator and schedule another replacement procedure. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.